Event description:
It was reported by service report that the power cord was missing the ground prong creating a potential shock hazard. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.